Manufacturer narrative:
The hospital biomed replaced the normally open valve. No report of patient involvement.

Event description:
The hospital reported the alternate oxygen function was not working while performing routine maintenance. There was no report of patient involvement.